Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head, and liner 5 years and 6 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 april 2022. Lot 122653: 27 items manufactured and released on 14-sep-2012. Expiration date: 2017-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018.